Event description:
A customer reported that their pump screen was dark and would not turn on. There was a significant impact on the customer¿s blood glucose level, resulting in it displaying "high" without a specific value. As corrective action, the customer administered a correction injection manually and did not require third-party assistance. Tandem technical support attempted technical troubleshooting steps without success and decided to replace the pump. The customer was informed of the necessary steps to return the faulty pump and agreed to the actions required upon receiving the replacement.